Event description:
Lancet was deployed, needle did not fully retract scratching employee on finger. Following up on complaint internally, I deployed about 100 lancets, I was able to replicate the initial complaint as lancet failed to retract pricking my finger as I tested the product.(B)(4).